Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'downstream occlusion alarm' was confirmed in the event history log (ehl) review as several 'downstream occlusion' messages, although it cannot be confirmed if the log events are true or false detections of downstream occlusion. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm in the medicine department. There was no patient involvement. No additional information is available.